Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018, the patient experienced a peristomal micro abscess and surgical evacuation and incision was performed. The patient was retrained regarding stoma care and attaching the external fixator. The patient was not hospitalized and no antibiotic treatment was needed.